Manufacturer narrative:
Concomitant medical products: product ID: 863740, serial# (B)(4), product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) in (B)(6)regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 1200 mcg/day) currently via an implanted pump. The hcp was not certain about the lot number for the recent refill, but thought it was s001b hcp did not have lot numbers for previous fills at the time of the report. The patient's old drug was intrathecal lioresal 2000 mcg/ml (dose 1999.4 mcg/day). The patients medical history was not provided. The patient had his dose requirements escalated without a reduction in spasticity and intermittent changes in therapy effect. At the last refill two weeks ago he reported severe spasticity again like the worst we've seen him at. At the refill they had a small volume discrepancy where the actual residual volume (arv) was 11 ml and the expected residual volume (erv) was 7.8 ml. They had been off by 2 ml before, but not 3. The event date was reported as (B)(6) 2014. A catheter dye study was performed on (B)(6)2015 and they were unable to aspirate, but they did flush the catheter. Following the study the patient's dose requirements decreased and spasticity improved for a while. Additionally, the logs on the pump were read and there was not anything out of the ordinary noted. The hcp was seeking journal articles on baclofen tolerance. Additional troubleshooting/diagnostics performed and actions/interventions being taken to resolve the issue were not reported. Further follow-up was conducted to obtain this information, in addition to the the serial/lot number of the catheter, details surround the flushing of the catheter, indication for use, resolution to the event, and product status. If additional information is received, a follow-up report will be sent. (B)(6) 2015 e1a (rep): no new information contained in document.

Manufacturer narrative:
Concomitant products: product ID: 863740, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
On (B)(6) 2015 additional information was received from a company representative. The pump indication for use was spasticity and the catheter model/serial were now provided. It was reported that there was the inability to aspirate the catheter but the catheter was flushed with 0.9% preservative-free normal saline indicated for intraspinal use. It was likely the drug was still in the catheter when it was flushed, so the patient received a bolus of medication. The patient did not experience overdose symptoms re: blood pressure, somnolence, dizziness, or other cognitive changes, but the patient was flaccid in both upper and lower extremities. The patient was assessed the following two days, and the intrathecal baclofen rate was decreased total of 15%. The flaccidity resolved after 2-3 days. There was report that the discrepancy had been off by 2 ml before but not by 3. The cause of the volume discrepancies was not identified. The patient was started on oral baclofen in addition to the intrathecal baclofen therapy, which has provided enough relief from spasticity but not to optimal levels achieved previously with only intrathecal baclofen. The pump logs were read and were unremarkable. Currently exploring possibility of catheter issues with neurosurgery, no surgical intervention has been scheduled. The patient status was the symptoms were reasonably controlled with concurrent oral and intrathecal baclofen. The actual residual volume was greater than the expected residual volume ( arv > erv) in all cases of volume discrepancies and were reported as follows: (B)(6). Should additional information be received a supplemental report will be filed.